Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a open book image. Customer stated that insulin pump perform safety checks and an error was found customer stated no pump error was displayed before the open book image was displayed on the screen. Customer states that there pump was accidentally fall into pool and it kept vibrating with open book image. Customer states that there belt clip was broken and there was damaged at the right side of the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.